Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during lap cholecystectomy, the clips formed in a wrong way. They had to change the device and use another one to complete the procedure. No patient consequence was reported.